Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump had a lot of cracks especially near the battery compartment. The user stated that they feel the pump still delivers insulin when they suspend the pump. Customer declined to provide their blood glucose level. It is unsure if auto mode was active at the time of the event. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.